Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a surgery procedure distal misdrillings occurred with the mentioned target device. There was no delay, a replacement was available.

Manufacturer narrative:
Evaluation summary: appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The returned item was documented as having met specifications prior to distribution. Although damaged (in the area of the 125° hole) the returned target device passed the pre-operative function test as intended. Neither a real proximal mistargeting nor a real distal mistargeting where the drills missed the nail could be confirmed. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The collateral finding of a damage in the area of the 125° hole which contributes to proximal mis-targeting was most likely due to rough handling caused by using a wrong ccd angle in one of the former surgeries and is regarded as user related.

Event description:
It was reported that during a surgery procedure distal misdrillings occurred with the mentioned target device. There was no delay, a replacement was available.